Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was able to confirmed by review of x-rays. Radiographs confirmed an oblique periprosthetic fracture of the proximal left femur which is at least mildly displaced. The left femoral implant is loose due to the periprosthetic fracture. Device history record (DHR) review was unable to be preformed as the lot number of the device involved is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation as the remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical product(s): item# unknown/ unknown head / lot # unknown; item# unknown/ unknown cont. Cup / lot # unknown; item# unknown / unknown liner/ lot # unknown.

Event description:
It was reported patient underwent left hip procedure due to a fall that caused a periprosthetic femur fracture. The surgeon implanted cables to correct the fracture and no products were revised. Attempts have been made and additional information on the reported event is unavailable at this time.